Manufacturer narrative:
Preventative maintenance overdue. Additional problems found. Housing-damaged. Saw head- yoke damaged/worn. Motor-seized. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be overdue preventative maintenance. The service history was reviewed, and no prior data was found. A device history record review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that regular and proper maintenance of your equipment is the best way to protect your investment. It is essential that you have your equipment serviced as scheduled in order to retain its optimum performance and reliability. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer, that pro9350b, hall titan primecut+ oscillating saw battery handpiece was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿come apart on them during a case.¿ further assessment was attempted, and a good faith effort was completed with no information found. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that pro9350b, hall titan primecut+ oscillating saw battery handpiece was being used on (B)(6) 2024 during an unknown procedure when it was reported ¿come apart on them during a case.¿. Further assessment was attempted, and a good faith effort was completed with no information found. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet returned.